Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image. The issue occurred during preparation prior to sedation. There were no reports of patient harm.

Event description:
It was reported that the camera head had no image. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, b5, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device had scratched unit connector pins causing the issue with the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure olympus will continue to monitor field performance for this device.